Manufacturer narrative:
(B)(4). The customer sent in an actual and a companion sample for evaluation. Baxter's quality engineer reported a set contaminated with blood and that the microbore tube was disconnected from the female luer lock adaptor. This was confirmed by visual inspection due to the luer being disconnected from the tubing. Meanwhile, the reported condition for the companion sample was not confirmed. A batch review was conducted and there were no deviations found during the manufacture of this lot. A trend review was performed and there were no other similar complaints that were reported in the past twelve months. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a mini volume catheter extension set that broke off on attachment to the drip set. The event occurred during patient use. No patient injury or medical intervention was reported. No additional information is available. This is report 3 of 4 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The customer sent in an actual and a companion sample for evaluation. Visual inspection revealed that the actual sample was contaminated with blood and the microbore tube was disconnected from the female luer lock adaptor. Therefore, the reported condition was confirmed. Meanwhile, the reported condition was not confirmed for the companion sample that was returned. A batch review was conducted and there were no deviations found during the manufacture of this lot. A trend review was performed and there were no other similar complaints that were reported in the past twelve months. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us. Following an internal investigation a change has been validated on this code. The tube outer diameter will be increased by 0.08mm and a different solvent will be used to enhance the bonding fit between the tube and the connector. This change has been validated (B)(4) and a first of code is being planned to be produced in (B)(6) 2011. Furthermore, this complaint shall be communicated to the manufacturing area and quality assurance responsible at the plant for the production of the code mentioned in this complaint to ensure awareness of this complaint and strict adherence to relevant requirements. Baxter shall keep monitoring these events during quality reviews.

Event description:
The quality engineer from baxter (B)(4) reported three actual mini-volume catheter extension sets were contaminated with blood and the microbore tube was disconnected from female luer lock adaptor. This reported condition occurred during an evaluation of the sets. A patient was involved. There was no patient injury or medical intervention. No additional information is available. This is report 2 of 3 of the same reported problem from this facility.